Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose at the time of hospitalized was unknown. The customer¿s blood glucose was 574 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump. Customer stated that small soda size air bubble was present in the reservoir tube. Customer reported that customer did not allege insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.